Event description:
Or staff report failure of an ethicon linear cutter, model ntlc75 which was being used during an exploratory laparotomy, colon resection, and colostomy procedure. The linear cutter failed to fire. Device removed from field and sequestered for our office. Surgeon opted to obtain a different type of stapler and proceeded with case with no further issues or concerns. No injury to patient but delay of 2 - 5 minutes while new stapler obtained.